Event description:
During a thoracentesis, the inner white cannula began to break apart during use. A new catheter needed to be used to complete the procedure. Patient received an x-ray following procedure which showed no signs of the initial crumbled catheter. There was no report of patient injury.